Event description:
Coronary care unit personnel were attempting to externally pace a pt, condition unknown. It was reported the pacer would not power up. A back up device was obtained and used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.